Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 400 mg/dl. The customer¿s blood glucose was 600 mg/dl at the time of incident and current blood glucose is 177 mg/dl. The customer was treated with insulin drip and saline solution. The customer also report the no delivery alarm. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.